Manufacturer narrative:
Device evaluation: the jpws device of unknown lot number was unavailable for return to cirl for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the journal article. ¿endoscopic treatment of painful chronic pancreatitis: evaluation of a new flexible multiperforated plastic stent." Complaint files (B)(4) were opened as a result of this paper. The below files cover the effects with the view of no user error: (B)(4) (reportable reference number 3001845648-2020-00663) will capture the stent occlusion experienced by 7 patients. (B)(4) (reportable reference number 3001845648-2020-00662) covers the stent migration experienced by 2 patients. (B)(4) (reportable reference number 3001845648-2020-00664) covers the pancreatitis experienced by 3 patients. The below files cover the potential user error with and without the effects: (B)(4) (reportable reference number 3001845648-2020-00661) captures the potential user error of the stent exceeding the indwell duration in patients who did not experience an adverse event. (B)(4) (reportable reference number 3001845648-2021-00018) captures the potential user error of the stent exceeding the indwell duration in 11 of the 12 patients who experienced an adverse event. Lab evaluation: n/a. Image review: n/a. Documents review including IFU review: as the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all jpws devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. The user is instructed as per IFU (ifu0098-1) which accompanies this device that the stent ¿should not be left indwelling for more than three months or as directed by physician. Periodic evaluation is recommended.¿ and in the potential complications section ¿other potential complications associated with pancreatic stent placement include but are not limited to trauma to pancreatic duct or duodenum, obstruction of common bile duct, stent migration. According to the information reported in the paper a jpws stent was used in 13 patients initially followed by an additional 31 stents in follow up procedures. Additional effects relating to the stent were reported as the following: of the initial 13 stents 2 were found to have occluded, of the 31 additional stents placed 5 were found to have occluded, 2 were found to have migrated and 3 were found to have led to pancreatitis. The effects noted that experienced by patients will be dealt with in sperate files. ((B)(4)) it is stated in the paper that ¿these stents were routinely changed every 3 to 4 months when they first came into use but, recently, they are changed every 6 or 8 months, or earlier if pain relapse occurs¿. With the initial 13 stents placed it was noted that they were left in place for 5+/- 3 months (range 1.5-11 months) and the follow up stents for 4.5 +/- 3 months (range 0.5-13.5 months). The potential user error of the stent exceeding the indwell duration in 11 of the 12 patients and contributing to the experienced adverse event of pancreatitis, stent occlusion and stent migration which can be contributed to the harm reocclusion will be dealt with in this file. There is evidence to suggest that the user did not follow the label as the average indwell period of 5 and 4.5 months has exceeded that mentioned in the IFU. It can be noted that one patient is excluded here as the occlusion was confirmed by the pain relief experienced by the patient after 15 days and therefore was not a user error. It was further noted that a patient death occurred, this has been disassociated from our device. The additional endoscopic treatments performed in three patients for pancreatic duct dilatation, mechanical lithotripsy and biliary stenting have also been disassociated from our device by clinical input. It was also reported in one case in the follow up procedures that ¿pancreatic pain was not success-fully improved¿. This which will not be viewed as a complaint as no device malfunction was reported as the stent was not designed to 100% relief the pain. Root cause review: a definitive root cause can be attributed to the user error of the IFU not been followed with the device exceeding the maximum indwell in the patient. When the device is used outside its stated parameters it may lead to outcomes that were never intended to happen and were never studied. Summary: the complaint is confirmed based on customer testimony. According to the information reported no additional adverse effects were reported as a result of device use. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation. This complaint is to capture the potential user error due to excessive indwell time for patients who suffered adverse events, this complaint is related to below files which were reported separately capture the patients adverse events. The adverse events are reported separately, this complaint is to capture the potential user error. (B)(4) (reportable reference number 3001845648-2020-00663) will capture the stent occlusion experienced by 7 patients. (B)(4) (reportable reference number 3001845648-2020-00662) covers the stent migration experienced by 2 patients. (B)(4) (reportable reference number 3001845648-2020-00664) covers the pancreatitis experienced by 3 patients.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
¿Boursier et al 2008 (jpws) ¿ ¿endoscopic treatment of painful chronic pancreatitis: evaluation of a new flexible multiperforated plastic stent¿. User error: stents were routinely changed every 3 to 4 months when they first came into use but, recently, they are changed every 6 or 8 months, or earlier if pain relapse occurs. The stent was left in place for 5 +/- 3 months and 4.5+/- 3 months. This file will capture the user error for 11 of the 12 patients who experienced adverse events¿ this additional file was created on the 18-dec-2020 to capture the potential user error with patients who suffered adverse events, this user error was originally captured within the adverse event files however based on cirl's complaint process these are now required to be separated. No new or unknown information has been received, this information was previously captured in reports under files 3001845648-2020-00663 'boursier ¿ ¿stent occlusion¿, 3001845648-2020-00662 boursier ¿ ¿stent migration¿ & 3001845648-2020-00664 - boursier ¿ ¿pancreatitis¿